Event description:
It was reported that a malfunction alarm occurred with code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears